Event description:
It was reported that difficulty to remove a device occurred. An angioplasty was performed on a de novo target lesion located in the severely calcified right coronary artery (rca). It was noted that the patient had multiple lesions on the rca. A 1.50 mm rotablator plus was selected for treatment. Draw test was performed, and initially, the speed was 150,000 with fluctuations. The speed was increased and stayed at 170,000 rpm. The device was introduced in the catheter, using a dynaglide. While in the rca, the device would not reach a normal operating speed. The speed dropped to 10,000 rpm and stalled. The console was then rebooted, the connection to the gas was checked, but the burr stalled. Significant resistance occurred while removing the burr from the patient, and the dynaglide mode was not functioning. The device was removed from the patient, and the procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotablator rotalink plus atherectomy device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device presented no damage or irregularities. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was not able to be rotated. When the rotablator advancer was connected to the rotablator console control system and the foot pedal was pressed, the device stalled and would not run. In order to determine the cause of the device stall, destructive testing was performed in which the advancer was dismantled and the interior components were inspected. During destructive testing, the cause of the device stall was not able to be determined. Product analysis confirmed the reported stall, but was unable to confirm the reported speed issues as the device stalled and would not run. Destructive testing was unable to determine the cause of the device stall. The reported difficulty removing the device from the lesion was not able to be confirmed, as clinical circumstances were unable to be replicated.

Event description:
It was reported that difficulty to remove a device occurred. An angioplasty was performed on a de novo target lesion located in the severely calcified right coronary artery (rca). It was noted that the patient had multiple lesions on the rca. A 1.50 mm rotablator plus was selected for treatment. Draw test was performed, and initially, the speed was 150,000 with fluctuations. The speed was increased and stayed at 170,000 rpm. The device was introduced in the catheter, using a dynaglide. While in the rca, the device would not reach a normal operating speed. The speed dropped to 10,000 rpm and stalled. The console was then rebooted, the connection to the gas was checked, but the burr stalled. Significant resistance occurred while removing the burr from the patient, and the dynaglide mode was not functioning. The device was removed from the patient, and the procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.